Event description:
The customer reported a leak developed due to a split in the seam of pilot balloon on the patient's tracheostomy tube. A non-routine replacement of the tube was required.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.